Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer's current blood glucose was 212 mg/dl, 220 mg/dl. Customer stated that they changed set, entire set fell off body but not getting insulin through the tubing as well as they did not got alarms. Customer declined troubleshoot for high blood glucose. Product will be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.